Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to capsular contracture baker grade IV and rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, one opening curved on the posterior, crease fold and underweight. A microscopic analysis was performed which identified, one opening crease sharp on the posterior, stress marks and wear abrasion. Based on the device analysis the final assessment is: a crease sharp opening on the posterior due to fold flaw opening.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and rupture. The device has been explanted.